Event description:
Event description cpi received information that this bipolar steroid eluting lead (4285-205135) was removed from service due to a loss of capture after only ten days of implant. When removed the physician noted a laceration of the electrode. Another (4285) lead was implanted.